Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond and noted arcing damage by the feed-thru wires under the header. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). Examination of the device memory revealed that the device had delivered a 41 joule shock into a shorted lead condition during episode 42 on (B)(6) 2015 at 10:45 am, and then again during episode 45 on (B)(6) 2015 at 11:13 am. The loose header condition resulted in body fluids (which are conductive) to penetrate to the feed-thru area and resulted in arcing under the header between the feed-thru wires and the device can. This resulted in high energy overstress damage to the plasma fuse which initiated the alert codes that were seen in the field.

Manufacturer narrative:
(B)(4). The device was returned and upon initial inspection by the post market quality assurance laboratory, engineers noted arcing under the header. The header was broken loose from the device casing to the extent that allowed body fluid to enter around the feed through wires. Detailed analysis is still pending. When analysis is complete, this report will be updated.

Manufacturer narrative:
Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the sub-pectoral implant advisory population. According to the patient's implant registration form, this was a subcutaneous implant on the patient's right side.

Event description:
Boston scientific received additional information that a legal claim was filed asserting the patient suffered numerous physical injuries after one or more anomalies were found with his ICD and/or lead. Impedance issues were reported previously under report numbers: 2124215-2015-00930 and 2124215-2015-00931. The legal claim also asserts that the patient was hospitalized in (B)(6) 2015 due to sustained vt, but his ICD did not detect or treat the arrhythmia and the patient had to have synchronized cardioversion. This happened an additional two times. The legal claim indicates that as a result of the anomalies with the ICD and/or leads, the patient was required to undergo two heart surgeries and suffered three cardiac events that were not immediately detected or treated, which put the patient at risk for death. The has since been explanted, returned, and analyzed.

Event description:
Boston scientific received information that this patient was checked after receiving multiple shocks from their implantable cardioverter defibrillator (ICD) due to ventricular tachycardia (vt). Upon interrogation codes 1004 and 1007 were observed indicating the device shocked into a shorted condition and a charge timeout exceeded. A procedure was performed in which the device header appeared to be loosened. The device was replaced, but the physician elected to keep the lead implanted and have the device returned for analysis to confirm the loose header and to determine if the lead would then be in question. No additional adverse patient effects were reported.

Event description:
--